Event description:
The customer reported an overinfusion of cardizem 1-1.25mg in 100ml normal saline. This was a primary infusion which was to run at 5ml/hr, but instead 150ml infused in 10 minutes. The customer has requested an event log review. There was no pt harm or medical intervention. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.